Event description:
An ER hcp reported the patient has increased tremors and stroke-like symptoms. The deep brain stimulation system was turned on a week ago. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.